Event description:
Ten minutes after treatment initiated, the patient developed confusion and cold sweats, followed by respiratory distress and a drop in oxygen saturation to 80%. No additional details were provided.